Event description:
The customer stated that he was hospitalized with a low blood glucose reading of 32 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The customer stated that she has been experiencing low blood glucose levels in the evenings. Advised the customer to speak to her health care professional to go over her evening basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.